Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the ICD, along with the rv lead were explanted. No additional adverse patient effects were reported. This rv leaf was not returned for analysis.